Event description:
Sales rep stated that the surgeon was performing a shoulder stabilization on a male, when the plastic core slid down the shaft, which covered the outer etch mark. Surgeon removed the handle and completed seating the anchor by tapping the shaft. During the same procedure, the drill bound up in the drill guide and put metal shavings into the joint. The metal shavings were flushed from the joint, which caused a delay of five minutes. No pt injury or complications resulted.

Manufacturer narrative:
No prod has been returned for eval therefore, no determination could be made for the reported device failure.